Manufacturer narrative:
Concomitant medical products - lead model 3889-28 lot #v809648 implanted: (B)(6) 2011, programmer model 3037 serial #(B)(4).

Event description:
It was reported the patient had "some" increase in leakage and wanted to increase the stimulation settings to try to resolve the issue. The patient, however, did not have a programmer to adjust the stimulation because it was lost. It was noted the patient's symptoms were not where the patient's health care professional (hcp) thought they should be. Later the patient's hcp reported the patient fell on her buttocks and traumatized the device. The patient had no stimulation sensation, and the device was reprogrammed. The hcp stated the patient recovered without sequela.